Manufacturer narrative:
Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received one used iag bc 22ga catheter/adapter assembly with an opened package from catalog number 381023; lot number 8044689. Six photos were submitted for evaluation: photo one displayed a 22ga catheter/adapter assembly and a package label with the bd logo, ref no., description, lot number and the expiration date). Photo two displayed the inside of the luer end of the adapter. Photo three displayed the damage inside rim of the luer adapter. Visual/microscopic examination: there was damage to the inner rim/inside the end of the adapter (luer). Water/air leak test: a lab the water/air leak test was performed. No leakage was observed in any area of the used catheter/adapters. Based on the evaluation of the submitted photos; photo four displayed the same finding as the evaluation of the returned catheter/adapter assembly. Conclusion: indeterminate ¿ the defect leakage could not be confirmed or replicated with the returned unit. Although the defect leakage not confirmed; the damage to the inner rim of the adapter could result in an open path where air could be introduced, or leakage could occur in the clinical setting. The damage observed could occur within zones when the equipment is lowered inside of the adapter inadvertently damaged the interior due to the incorrect alignment.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has experienced one case of leakage during use. The following has been provided by the initial reporter: leakage from the connection between iag-bc and extension tube. The extension tube used was nipro extension tube 50 cm luer lock type (no. Ex1-50nfh).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has experienced one case of leakage during use. The following has been provided by the initial reporter: leakage from the connection between iag-bc and extension tube. The extension tube used was nipro extension tube 50 cm luer lock type (no. Ex1-50nfh).